Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective buffer syringe and buffer valve. The fse replaced the buffer syringe and buffer valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer stated two (2) patient samples had erroneous results generated on their au680 analyzer. One (1)patient result had sodium (na) result elevated and upon repeat it was normal. A second patient result was also elevated for na, potassium (k) and chloride (cl). The customer confirmed no erroneous results were reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. Quality control (qc) was within established range prior to running patient samples. The customer provided data for two (2) patient samples.